Manufacturer narrative:
(B)(4): this report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
Received info reporting after a fall, pt went from being mobile with assistance of a cane/walker to being in a wheelchair. About a month ago, he fell and hit both of the neurostimulators and had bruising over both sites. Now the pt feels vibrations on his left implant 4-5 times per day and it lasts 10-15 minutes. Pt was seen by his hcp and the settings and leads are fine. Patient's wife feels his parkinson's is worse since the fall although he is getting therapeutic stimulation. Hcp thinks the pt is experiencing a worsening of his disease progression. Hcp feels the dbs therapy improved patient's tremors but not his gait and it is his gait which is in question. Additional info received reports both ins were replaced on (B)(6) 2010. Pt is now receiving effective stimulation and feeling fine. Pt is also attending a rehab facility. Reference MFR report # 3004209178-2010-09986.